Event description:
In september 2000 the patient had a bilateral breast reduction surgery performed. One day later they became febrile and remained febrile for 2 more days. They were discharged from the hospital. Following discharge, the patient reportedly developed infections in their breasts and was readmitted to the hospital for drainage of right breast. Another drainage was performed in 10/2000 on the same breast. Debridement and closure of drains was performed 3 days later and they were discharged. They were then readmitted in 1/2001 for infection. Their surgeon removed a large mass from each breast and discharged the patient the next day with a temperature of 101.3f. The infections persisted and they started treatment with another physician in 2/2001. At this time, reportedly the sutures are removed, and the infection has resolved.